Event description:
Pt implanted in 2004 is suspected of having an allergic reaction in 2011. This is the second of five reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.